Event description:
It was reported that during a ptca treatment procedure, that after stenting a lesion in the obtuse marginal artery, the balloon catheter was advanced into the distal circumflex artery, but met resistance at stent site. The md was unable to advance or retract the catheter. It was also reported that after removal, the catheter tip was found to be missing and remained in the pt. No attempts were made to retrieve the tip. The wire used during the procedure was discarded. The patient status is reported as "ok".